Event description:
Pt described as very sick, brought to lab on life support equipment for emergency angioplasty procedure at approx. 12:30pm. At approx. 3:00pm with the procedure still in process, fluoro x-ray stopped. Up to this point a substantial number of cine runs reportedly had been performed (i.e., 23 runs in 70 minutes). Procedure was terminated, pt was moved to ccu and subsequently died at approx. 5:00pm. Cause of death reported as cardiogenic shock from an acute posterior myocardial infarct. There was no indication that shut-down of the x-ray system caused or contributed to the event. Temperature sensing strip on x-ray tube indicated temperature reached 80 degress celsius, which would open the thermal safety switch.